Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI). Prior to the MRI, it was noted that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. The MRI was performed without incidence. The patient was in stable condition.